Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was unknown at the time of incident and the current blood glucose of the patient was 409 mg/dl. The customer was treated with the insulin pump and manual injections. The customer also experienced other blood glucose levels was 290 mg/dl and over 600 mg/dl. Troubleshooting was performed for high blood glucose level and insulin flow blocked alarm. The customer was not alleging the insulin pump for under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was wearing the insulin pump during the high blood glucose level reported. The product will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with cracked battery tube threads and cracked case. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.